Manufacturer narrative:
(B)(6). (B)(4). The device is not returned to manufacturer for evaluation therefore cause of event is unknown. This product is not approved for use in us but a similar device with catalog number 7969218 and 510k number (B)(4) is approved for use in us.

Event description:
Procedure:arthodesis in alif(l5-s1) and prosthesis in l4-l5 it was reported that on (B)(6) 2015 the cage broke. The cage cracked from the hole of the screw at the right of the patient on the sacral screw until the bottom of the cage. The product came in contact with the patient. No fragment remains inside patient.